Event description:
It was reported to vyaire medical that the device has a blank/black screen while the device is powered on. There was no patient involvement reported.

Event description:
Investigation was completed; however, no product was returned for investigation.

Manufacturer narrative:
H3: finding/root cause: the log files were provided by the customer. A log file review was performed, and it was determined that there was a mainboard epc to cfb communication failure. The investigation will be continued under a CAPA.